Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient's ins was not functioning/working but that it is still in their body and don't anticipate getting it removed. The patient did not want to see external equipment wasted and so donated their patient programmer back to the manufacture. The patient was implanted with a competitor ins that she stated was helping their back pain, but not their sciatic pain which they miss. It was also noted that the patient has a implantable pump, but that it is not related to the stim device. No further complications were reported.